Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist attempted to contact the customer to continue investigating the drawer issue. The specialist waited for a response, but the customer did not reply. As a result, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.